Event description:
Additional information received from the healthcare provider (hcp) reported the previously reported issue turned out to be arachnoiditis.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) reported that the diagnostics that were performed that were related to the possible infection were an MRI. It was stated that no infection was found.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported the patient was to have a magnetic resonance imaging (MRI) to check for possible infection within the epidural space. It was noted that the area of the infection was the lead but was not confirmed. It was stated the patient was able to put patient programmer into MRI mode and was fully body eligible. The patient was implanted for non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp indicated that the arachnoiditis was unrelated to the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.